Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided information stated incorrect bone cuts made in the original surgery were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address loose femoral and tibial components. Surgeon stated incorrect cuts during primary led to loosening.